Manufacturer narrative:
This report is being submitted retrospectively as part of internal process improvement actions initiated at walkmed.

Event description:
Patient reported the pump read end earlier than expected. Clinic reported no patient injury.